Manufacturer narrative:
Clinical conclusion: based on the available information, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ fmc cassette malfunction or product deficiency. The patient¿s peritonitis was related to staphylococcus epidermis which is a known bacterium that resides on human skin. Therefore, while the exact etiology cannot be confirmed; it is possible the patient¿s peritonitis was associated with touch contamination during pd therapy, as suspected by the patient physician. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported this patient on peritoneal dialysis (pd) with the liberty select cycler/ fmc cassette was on antibiotics for peritonitis. Additional follow-up with the pd nurse revealed the patient¿s pd effluent was cloudy and pd culture was positive for streptococcus epidermis. The patient was treated with ancef 1 gram (unknown route, frequency and duration) on an outpatient basis. The patient continues pd therapy and has reportedly recovered from the peritonitis event. The nurse indicated the patient¿s physician suspected touch contamination led to the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.